Event description:
It was reported that after a supply change on the ilet system, the patient observed a blood glucose of 209 mg/dl and asked what action to take; the patient was advised that the pump would deliver corrective insulin automatically, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine device use, and no hospitalization. Investigation included troubleshooting and user education regarding automated correction delivery. Investigation of this case revealed no device alarms or malfunctions and no component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.